Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional testing confirmed the reported issue. The root cause of the reported issue was found to be a faulty printed wiring assembly (pwa) board. Actions were taken to mitigate the reported issue: the pwa board was replaced.

Event description:
It was reported that the battery depleted even with new battery. No patient injury was reported.